Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. Approximately 24 hours post procedure, the patient contacted the physician complaining of chills and fever of 103 degrees fahrenheit. The physician recommended the patient return to the emergency room (ER). Cultures were taken and revealed escherichia coli present representing bowel bacteria in the blood. Upon observation, the physician mentioned the uterus is not "mushy" and pus is found in the abdomen. The physician confirmed no perforation of the uterus. The patient was under observation and was expected to be released on (B)(6) 2014. We have been unable to obtain additional information surrounding this event.